Event description:
My son was burnt on his neck and shoulder while using the malem bedwetting alarm. This happened on the very first day of using the alarm. Nevertheless, we had to rush him in the early morning hours to the hospital for treatment. This is unacceptable as there is a serious problem with this product. This malem alarm overheats for no reason at all. I request that the FDA look into this matter asap. I purchased the malem ultimate bedwetting alarm from (B)(6).